Event description:
Boston scientific crm received information that this right ventricular lead was fractured accompanied with insulation damage. Impedances increased and intermittent capture was noted. The lead was surgically abandoned and replaced.

Manufacturer narrative:
The lead was surgically abandoned and replaced. Since the lead will not be returned for analysis, the clinical observations cannot be confirmed.